Event description:
The manufacturer received information alleging a ventilation inoperative error code was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at a third-party service center. During the evaluation it was noted that the error code, dsp maximum host reboots (e-037) was observed in the device's error log. The third-party service technician evaluated and determined the blower motor assembly, battery fan, and inlet air path foam had caused the issue to occur on the device. In conclusion, the device's blower motor assembly, battery fan, and inlet air path foam were replaced to address the issue. The root cause is confirmed at this time.